Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21-may-1998. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total of four rod introduction pliers for side-opening implants tips were broken off and found after wash. Reportedly, no surgery involvement and sales consultant confirmed items were not in the surgery room. No patient involvement. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip was broken. The repair technician reported the item was an early version. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product development evaluation was completed: the pliers were returned with the barrel broken in half at the tip. The broken piece was not returned and is about 5mm in length. The marks and nicks on the rest of the instrument are consistent with normal use. Product drawings were reviewed during the investigation. Both pliers were made using 440b stainless steel. This material has adequate strength (hardness range of 53-56 correlates to (B)(4)) for the instrument¿s intended use as it does not experience large amounts of stress during normal use. The breakage on the pliers is consistent with the location on the tube which would experience the maximum loads during a procedure. The fractures are likely a result of repeated use throughout the instruments extended service life. Additionally, to avoid situations where extreme forces may be required to pull the rod into the screw, transverse bars are available to act as a lateral extension. Review of the product drawings found the design adequate for the instrument¿s intended use. Repeated use most likely led to the breakage at the barrel. The technique guide also details use of transverse bars with the screws/hooks to avoid situations in which the pliers would need to undergo excessive force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.